Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient called the rep after getting a desired settings not available. The rep met with the patient to check impedances and impedances for all bipole configuration with #2 electrode were in the range of 32160-40k ohms. Rep said he moved one anode down and he was able to get coverage for the patient. There is no known cause of impedance issue. No symptoms or further complications were reported.